Manufacturer narrative:
With all the available information, boston scientific concludes that the reported event of the patient undergoing a revision procedure to reposition the ipg was most likely the result of ipg migration. The device remains implanted and will not be returned for evaluation; therefore, a technical product analysis of the device could not be completed. A device history record review revealed no additional information related to the complaint. A labeling review found that the reported event is a known risk of implanting a pulse generator as part of a system to deliver spinal cord stimulation. Therefore, the investigation determined the probable cause is known inherent risk of device.

Event description:
It was reported that the patient underwent a revision procedure to reposition the ipg due to the patient experiencing new moderate pain around the ipg and lower ribs. The patient stated that they feel pain both when the stimulation is on and when it is off. The physician assessed the patients pain as being related to the ipg migration. The patient is doing well postoperatively and is fully recovered.